Manufacturer narrative:
Section h3: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a mechanical complication involving a single piece tecnis odyssey 21.5 d intraocular lens (iol), which required an exchange. The original lens was implanted on (B)(6) 2025, and was explanted on (B)(6) 2025. It was replaced with a single piece spherical monofocal 19.0 d iol. The procedure was completed without complications, and the patient tolerated it well. It was noted that the lens was discarded after explant. No further information is available.

Manufacturer narrative:
Correction: section b5 was re-written because data needed correction. The product was not returned to the manufacturing site for evaluation. Additional information: section d6a: if implanted, give date: (B)(6) 2025. Section d6b: if explanted, give date: (B)(6) 2025. Section d9: device available for evaluation? No. Section h3: evaluated by manufacturer: no. Device evaluation: product evaluation was not performed because the product has not been received. If product is received after initial closure, the product investigation and complaint file (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a mechanical complication involving a single piece tecnis odyssey 21.5 d intraocular lens (iol), which required an exchange. The original lens was implanted on (B)(6) 2025 and was explanted on (B)(6) 2025. It was replaced with a single piece spherical monofocal 20.0 d iol. The procedure was completed without complications, and the patient tolerated it well. It was noted that the lens was discarded after explant.